Event description:
The user facility reported that during use of the reflex 530 clip applier in an appendectomy procedure on (B)(6) 2014, the clips would not stay on the tissue. This occurred at the beginning of the procedure. A second 530 clip applier was utilized to successfully complete the procedure. All clips reported as falling off of the tissue were retrieved from the patient. It was also reported that there was no patient injury.

Manufacturer narrative:
One (1) used device, a 530 clip applier, was returned for evaluation. A closer inspection of the returned device found there were no clips remaining in the cartridge out of the original twenty (20) clips. Further inspection found that the clip stop was not bent and did not appear to be damaged. The jaw width appeared to be slightly wider and the measurement was slightly above specifications. Past investigations of similar complaints have shown that a widened jaw can occur when firing a clip over an already placed clip and/or using the jaws to manipulate tissue. In this instance, since the cartridge was returned empty, further functional testing and verification of the clip formation when the device is utilized therefore could not be performed. The exact cause of this reported problem was unable to be determined at this time. However, based on available information, it is believed that the probable cause of this reported problem was most likely be user related. This device was manufactured on 27 jan-2014. Of lot containing (B)(4) units, there were no other similar complaints received. A review of the DHR found there were no issues or any abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. In addition, a 2-year review of the complaint history for this device showed a total of (B)(4) similar reports of "clips falling off". During this same time frame, over (B)(4) units were sold worldwide, making the rate of occurrence for this failure mode at (B)(4) percent. It should be noted, of the (B)(4) reports of "clips falling off", there have been no reports received resulting in secondary surgical intervention to correct any surgical site leakage or if serious injuries had occurred. The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. To ensure proper function of the endoscopic clip applier and to reduce the risk of patient injury, the instruction for use (IFU) provide the following precautions and warnings. Do not use the endoscopic clip applier on vessels upon which metal ligating clips would not normally be used. Before endoscopic instruments and accessories from different manufacturers are utilized together in a procedure, verify compatibility prior to the start of the procedure. Always check to see that a clip is in the jaws before squeezing trigger. Closing of empty jaws on tissue may cause tissue damage. Always ensure trigger is squeezed completely and allowed to open to full initial position. Ensure the tissue or vessel fits completely within the confines of the clip or hemostasis may be compromised. When firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. When dividing the tissue next to the clip, the length of remaining cuff must be equal to or greater than the diameter of the vessel. Dividing the tissue immediately next to the clip, or otherwise leaving a short inadequate cuff, may result in the clip slipping off the tissue, compromising hemostasis. Inspect the ligation site to ensure proper application and that hemostasis has been achieved.